Event description:
The patient reported an infection and the tissue surrounding the incision would not hold closed with staples, sutures, and glue. Antibiotics were prescribed and the stimulator was explanted on (B)(6) 2021. After the incision heals, a new stimulator will be implanted.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with an antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The clinical representative disclosed the patient has thin skin from age, is a smoker and has scarring from previous surgery, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).